Manufacturer narrative:
The subject device referenced in this report was returned to olympus for evaluation. The evaluation was able to duplicate the user's report of image loss. The image was found to be distorted, and the telescope has multiple dents on the outer tube, and on the frame. Additionally, the light guide lens was cracked. The image difficulty was isolated to a damaged cable unit. The device was serviced and returned to the user facility. The cable unit was forwarded to the original equipment manufacturer (OEM) for further investigation. If significant and relevant information is received later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that at the beginning of a therapeutic laparoscopic cholecystectomy, the users experienced complete loss of image. The procedure was completed using a different laparoscope flexible camera. There was no patient injury reported.